Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst observed that the printed circuit board assembly (pcba) had charred resistors. Per the pst, he could not find any functional issue with the charred resistors and the module operated as expected throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to cr75640 / medwatch # 1828100-2019-00591.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the air bubble detector pod, the resistors were found to be charred. There was no patient involvement.

Manufacturer narrative:
Please disregard the previous medwatch related to this complaint as the images of the resistors were examined by multiple associates and it was determined that there was no evidence of charring on the resistors. Any alleged malfunction of the device and the corresponding evaluation has been captured on the related complaint (B)(4) / medwatch # 1828100-2019-00591.